Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 5/9/2017 in which it was reported that patient passed out. Technical services discussed no episodes. Atrial amplitude is decreasing. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).